Event description:
During routine testing, the user found that the unit would display "starting", and would complete the self test sequence. There was no pt harm involved. Exam of the device disclosed a blown fuse, intermittent switches, and an intermittent cable connector. All appeared to have been caused by corrosion resulting from the ingress of an unknown liquid. The event is noted occurring more frequently or with greater severity than is usual for the device.